Event description:
A valiant navion stent graft was implanted for the treatment of a 55mm thoracic aortic aneurysm on an unknown date. It was reported that a year had passed since the implant. A CT scan performed showed signs of damage to the stent ring at the distal end, however , no abnormalities were detected and the patients clinical source was monitored.  The patient then presented emergently with back pain, when a CT scan was taken it showed a leak was observed in the suspected stent ring fracture, and the aneurysm had expanded by just less than 20 mm than it was 1 month ago. It was thought to be a  iiia or iiib leakage due to navion. There were signs of damage to the first peripheral stent ring when it was removed. The patient underwent intervention where a non mdt (ctag) stent graft was implanted.  Per the physician the cause of the event was that there was a high possibility of a navion defect.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that after the intervention, the patient continues to visit the hospital without any problems after discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.